Event description:
Hospitalized after receiving synvisc and operated [operation nos]. Case narrative: initial information received from (B)(6) on (B)(6) 2018 regarding an unsolicited valid serious case received from a patient. This case involves adult female patient who experienced hospitalized after receiving synvisc and operated, while she using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - unk) for product used for unknown indication. The patient developed an event of a serious hospitalized after receiving synvisc (hospitalisation) 10 days after starting use of hylan g-f 20 and sodium hyaluronate. The patient was hospitalized for this event. Final diagnosis was hospitalized after receiving synvisc and operated. It was not reported if the patient received a corrective treatment. A product technical complaint was initiated on (B)(4) 2018 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(4) 2018. Global ptc number was received and ptc details were added.